Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent flared before crossing the lesion due to exerting too much force. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage. Stent struts in the mid-section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent flared before crossing the lesion due to exerting too much force. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.